Manufacturer narrative:
Correction/removal reporting number= 3002809144-01/28/20-001-c a product correction letter was issued on 24jan2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version (B)(4) and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
Abbott laboratories has identified potential performance issues with the alinity ci-series software versions (B)(4) and earlier, which have the potential to impact patient results. No impact to patient management has been reported.